Event description:
It was reported by the customer that the cannula broke off at the hub and the sheath fell into the pt's abdomen during a routine laparoscopic cholecystectomy on a pt. The surgeon was able to retrieve the reusable cannula and proceeded to use a ussc trocar to complete the case. There was no further consequence to the pt.